Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the suspect medical device. It was the patient¿s left breast prosthesis that ruptured. The lot number has been updated to 5850305 per this additional information. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot #5859990). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #5850305 and lot #5859990, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured after implantation. The rupture was discovered during a bilateral removal surgery performed on (B)(6) 2021. The surgeon observed that one of the breast prostheses had issues and was possibly leaking. The patient did not replace her explanted breast prostheses. Two lot numbers were reported for this event (left device lot #5850305, right device lot #5859990). It is currently unknown whether the left or right breast prosthesis was the one that ruptured. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
On 14-may-2021, the mentor failure analysis lab received two devices for evaluation (left device lot #5850305, right device lot #5859990). The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).